Manufacturer narrative:
Supplemental submitted to correct the aware date which should be 2012-06-11.

Event description:
It was reported the patient was overdosed three years ago. The drugs delivered in the pump were hydromorphone, clonidine and baclofen (unknown). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2016-05-23, additional information was received from a consumer. The patient had an overdose "years ago" where they mixed up his medications.